Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 40-year-old female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, neck pain, joint pain, hyperlipidemia, obesity, urinary frequency, spondylolisthesis, degenerative disc disease, chlamydial infection, knee pain, painful intercourse, headache, numbness in face, dysfunctional uterine bleeding, shoulder pain, vaginal bleeding, dyslipidemia, hypertension, diabetes, ovarian cyst, polycystic ovarian syndrome, fallopian tube enlargement, uterine fibroids, adenomyosis and asthma. Previously administered products included for an unreported indication: ibuprofen and mirena. Concomitant products included nsaids since may 2008, paracetamol (acetaminophen) since may 2008 and rizatriptan since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (lap assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and migraine was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: right: 1 coils left: 0 coils discrepancy noted in essure confirmation test(s) conducted, specify-did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The patient's medical history included back pain, neck pain, joint pain, hyperlipidemia, obesity, urinary frequency, spondylolisthesis, degenerative disc disease, chlamydial infection, knee pain, painful intercourse, headache, numbness in face, dysfunctional uterine bleeding, shoulder pain, vaginal bleeding, dyslipidemia, hypertension, diabetes, ovarian cyst, polycystic ovarian syndrome, fallopian tube enlargement, uterine fibroids and adenomyosis. Previously administered products included for an unreported indication: ibuprofen and mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lap assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 1 coils left: 0 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 40-year-old female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, neck pain, joint pain, hyperlipidemia, obesity, urinary frequency, spondylolisthesis, degenerative disc disease, chlamydial infection, knee pain, painful intercourse, headache, numbness in face, dysfunctional uterine bleeding, shoulder pain, vaginal bleeding, dyslipidemia, hypertension, diabetes, ovarian cyst, polycystic ovarian syndrome, fallopian tube enlargement, uterine fibroids, adenomyosis and asthma. Previously administered products included for an unreported indication: ibuprofen and mirena. Concomitant products included nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and rizatriptan since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (lap assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and migraine was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: 1 coils left: 0 coils. Discrepancy noted in essure confirmation test(s) conducted, specify-did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression & mental anguish, migraines / headaches,dysmenorrhea (cramping), weight gain were added.concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The patient's medical history included back pain, neck pain, joint pain, hyperlipidemia, obesity, urinary frequency, spondylolisthesis, degenerative disc disease, chlamydial infection, knee pain, painful intercourse, headache, numbness in face, dysfunctional uterine bleeding, shoulder pain, vaginal bleeding, dyslipidemia, hypertension, diabetes, ovarian cyst, polycystic ovarian syndrome, fallopian tube enlargement, uterine fibroids and adenomyosis. Previously administered products included for an unreported indication: ibuprofen and mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lap assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 1 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received- case became incident, lot number, medical history, essure stop date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.